Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the aviva meter appears to have melting in the plastic inside the battery compartment, and inside the battery compartment. No adverse event reported. Requested return of suspect device and replacement was sent.